Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-sep-2018 with the following findings: the device has been returned and evaluated by product analysis on 19-sep-2018 with the following findings: a review of the pump black box showed no power interruptions had occurred. A visual inspection of the pump revealed corrosion in the battery compartment; a crack in the battery compartment was also observed. No damage was found to the battery cap. The battery cap contact measurements were within required specification. The battery cap attached securely to the pump and no power issues occurred during testing; no pump reboots were duplicated. A leak test was performed and a battery compartment leak was observed. The pump¿s cover was removed and internal moisture damage was found on the printed circuit board. The complaint of a power issue was shown in the pump history but was not duplicated during investigation, however, moisture in the pump was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.